Event description:
Procedure: bilateral hernia. According to the reporter: part of the device had come off inside the pt. The professor saw the piece and removed it from the abdomen using a grasper. There was no pt injury.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.